Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain, discomfort, difficulty walking, loosening, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components. ¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-02106 and 02108).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. "

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6), 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6), 2012 due to patient allegations of pain, discomfort, difficulty walking, loosening, metal poisoning and metallosis. A review of invoice history confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report for the right hip revision noted the revision was due to pain, difficulty walking, and bloody aspirate. The operative report further noted the presence of soft tissue fluid collection, bloody effusions in the hip joint, scar tissue, and the acetabular cup had shifted however fibrous ingrowth was present. No evidence of tissue necrosis or infection was present. The modular head and acetabular cup were removed and replaced.